Event description:
During pt use, "gdm com failure" error message displayed on the screen and the ventilator alarmed. After the staff powered the ventilator off and back on again, the error message and the alarm activated again. The pt was switched to another ventilator. No pt injury was reported in this case. Later, distributor was unable to duplicate the issue; the ventilator worked normally.

Manufacturer narrative:
Though requested, no pt info was provided.